Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent migration occurred. Vascular access was obtained via the radial and femoral artery. A totally occluded, eccentric, de novo lesion was being treated in the non-tortuous and moderately calcified left anterior descending artery (lad). A 24 x 70mm x 75cm wallstent-uni endoprosthesis was advanced and deployed. Post procedure, angiography was performed and it was noted that the stent had slipped from the inferior vena cava (ivc) to the right atrium (ra). The procedure was not completed. No patient complications were reported and the patient's status was stable.